Manufacturer narrative:
The ion procedure had no issues and there were no intra-procedural complications. Post procedure, a chest x-ray revealed a pneumothorax; therefore, a chest tube was placed to resolve the pneumothorax. The patient was admitted to the hospital and was discharged the next day.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that a patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax. The lesion was located in the right upper lobe. At the time of this report, the patient was still hospitalized for treatment of the pneumothorax. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical inc., (isi) followed up for additional information regarding the event: the physician responded that a pneumothorax occurred. No other information regarding the event was provided.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. A system log review cannot be performed because the system logs are not available. This complaint is being reported due to the following conclusion: it was reported that a patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax requiring hospitalization.